Event description:
It was reported that there was a leak from the connection between patient line of homechoice cassette set and transfer set. This event occurred during use. The patient stated that when they were draining, they saw a droplet of solution form from the connection at that connection site. The therapy was discontinued and the patient re-set up with new supplies. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). The device was returned and evaluated. The device underwent a visual inspection and functional testing. The cassette was determined to meet product specifications related to the reported problem. Therefore, the reported issue could not be verified through the evaluation. Should additional relevant information become available, a supplemental report will be submitted.